Event description:
The hospital reported that during the procedure a part of the vasoview hemopro 2 clamp was hanging loose. The heater wire was detached from the jaw. Normally, this part is attached. The issue was noticed by a physician assistant and the part was removed from the field before any patient issues occurred. The procedure was finished with a new device. No patient harm or delay was reported.

Manufacturer narrative:
(B)(4). Updated sections: b4, g3, g6, h2, h6, h11. The device was not returned to maquet cardiac surgery for investigation; therefore, no evaluation could be performed. It is not possible to confirm the reported complaint. The lot # 3000504522 history record review was completed. There was an ncmr , rework, or deviation documented for the reported lot number. Ncmr #18483 - east windsor distribution center notified quality that during fulfillment of an order, one piece of vh-4000 batch# 3000504522 was identified without a product label on the carton. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Event site name exceeds character limitations: (B)(6).

Event description:
The hospital reported that a part of the vasoview hemopro 2 clamp was hanging loose. Normally, this part is attached. The issue was noticed by a physician assistant and the part was removed from the field before any patient issues occurred.

Manufacturer narrative:
(B)(4). Updated sections: b4, b5, d9, d10, g3, g6, h2, h3, h6, h11.

Event description:
The hospital reported that a part of the vasoview hemopro 2 clamp was hanging loose. The heater wire was detached from the jaw. Normally, this part is attached. The issue was noticed by a physician assistant and the part was removed from the field before any patient issues occurred. The procedure was finished with a new device. No delay was reported.